Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision/difficulty with vision, cannot read well and having trouble with intermediate vision. The lens was explanted in a secondary procedure with monofocal lens. The clinical reason for the explant was patient was only correctable to distance 20/30, intermediate 20/40. Reading jio. Additional information has been requested. There are two medical device reports associated with this patient. This report is one of two.

Event description:
Additional information was requested and received stating a 16.5 toric diopter lens was exchanged for a 17.5 diopter toric lens due to blurry vision/difficulty with vision, cannot read well and trouble with intermediate. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. In the surgeon's opinion, product did not cause or contribute to the event and patient has other ocular diagnosis has suspected the cause.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).